Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was no blood flow coming from the marker lumen of the first prostyle that was attempted. The sutures of a new prostyle device were successfully pre-placed. An attempt was made again with the first prostyle device; however, there was still no blood flow from the marker lumen when positioned in the vessel. The sutures of an additional prostyle device were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow coming from the marker lumen¿ was not confirmed once the blockage of dried blood was removed from the marker lumen. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.